Event description:
It was reported to baxter (B)(6) that a half-day infusor device was found to be leaking at the connection of the luer and blue winged cap. Therefore, the sterile fluid pathway was breached. This condition was discovered after the device was filled with a solution of 5-fluorouracil and saline. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a half day infusor device leaking at the connection of the blue winged cap and the luer was not confirmed nor duplicated during product evaluation. The device was visually examined for any signs of damage or abnormality that may have contributed to the reported condition; however, no such evidence was found. A leak test was subsequently performed, finding no evidence of a leak. Therefore, no assignable cause can be given. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.